Event description:
It was reported that the customer was hospitalized four times due to high blood glucose levels over 300 mg/dl. The first two dates were (B)(6) 2011. The third date was unk, and the fourth event was during the last seven days of (B)(6). The mother stated that the customer had ketones and bacteria in her stomach, which may have contributed to the elevated blood glucose levels. The mother stated that doctors at the hospital felt the insulin pump should be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.